Event description:
It was reported that the bd ultra-fine¿ insulin syringe had a deformed stopper. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about rubber stopper/gasket part is deformed. Customer reported that the gasket part of the syringe was deformed, and one was slanted. It looked like it was melting inside the bag, which was visible even from outside the bag, so they wanted to return the bag.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 5th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had a deformed stopper. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about rubber stopper/gasket part is deformed. Customer reported that the gasket part of the syringe was deformed, and one was slanted. It looked like it was melting inside the bag, which was visible even from outside the bag, so they wanted to return the bag.